Manufacturer narrative:
Follow-up # 1 - 11/5/2014 device evaluation:the lay user/patients test strips have been returned on 6/16/2014 and evaluated by lifescan product analysis on 10/21/2014 with the following findings:the test strips, test strip vial, and the desiccant involved with this complaint failed testing. The test strips were found to have results greater than 50% of the mean over the higher control solution range when tested with control solution. Additional tests were performed on the test strip vial to check the structural integrity. The structural integrity of the test strip vial was found to be intact during a gross leak test and the desiccant within the subject vial was found to be saturated by moisture (or intact) and failed (passed) tga testing.

Event description:
On (B)(6) 2014, the reporter contacted lifescan USA, alleging inaccurate results of 160mg/dl obtained using subject meter compared to a result of 60mg/dl using another meter (contour). This complaint is being reported because the reported results did not meet lifescan¿s accuracy criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.